Event description:
Ous MDR - it was reported that three episodes of oversensing during ventricular fibrillation were recorded. No inappropriate therapy was delivered. The measured impedances, sensing and thresholds readings were ok. No adverse patient side effects were reported. This lead remains implanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the x-rays received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received x-ray images were inspected. The analysis revealed an area of interaction between the ICD and the is-1 connector of the lead. However, based on the information available for analysis it is not possible to draw any conclusions regarding the root cause of the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. The analysis of the lead would be necessary.